Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was capped due to pacing not being delivered when required. The patient's heart rate was dropping into the 30's and there were artifacts on the rv iegm. Impedances and thresholds were stable.